Event description:
The patient reported their 40cc pump was ¿knocked out from an MRI which was defective for years¿. No interventions, patient symptoms, drug or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4)